Event description:
Event description guidant received information that this pacemaker and lead system was explanted due to an infection. During the explant procedure, this 4456 right ventricular lead was extracted and noted with damage to the electrode end in which several small components were not accounted for. The physician suspected some components may have been left behind in the patient, and confirmed via x-ray that the a portion of the electrode tip was still in the right ventricle apex. Images of the explanted lead tip were forwarded to techncial services with an inquiry into which components were missing. Other than the infection, no adverse patient effects or symptoms were reported.